Event description:
A german distributor contacted zoll customer support to report that an unk pt's monitor was displaying a service code 29 (charge profile fault).

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (code 29 (charge profile fault)) has been confirmed. Charge profile faults indicate a nonconformance is preventing the high voltage capacitors from charging correctly. The cause of the fault was improper seating of the interconnect pca board. The root cause of the improper seating cannot be positively identified. No adverse event resulted from the faults. The pt received a replacement monitor.